Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that resistance was experienced during the fill process. Reportedly, customer applied more pressure to the syringe plunger and continued to use the cartridge for insulin therapy. Additionally, it was reported that the cartridge was leaking from the septum. Reportedly, the customer continued to use the existing cartridge for insulin therapy. Customer's blood glucose level ranged from 80 mg/dl to 130 mg/dl.